Event description:
It was reported that the pump is alarming with the cassette attached. The patient reports shortness of breath a few times. It is unknown if the symptoms are due to cassette issues. Position of pump when alarm occurred is unknown. The reported product fault did occur while in use with the patient. The product issue did cause or contribute to patient or clinical injury. No medical intervention provided. Actual product is not available for investigation. No additional information is available at this time.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date.

Manufacturer narrative:
Other, other text: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. D3, g1, and g2 email is: regulatory.responses@icumed.com.